Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in brazil, regarding a 23mm sapien 3 transcatheter heart valve implant in aortic position by transfemoral approach, during the procedure, the valve was successfully implanted without issues but the esheath introducer got damaged at the moment that the commander delivery system was being removed. No patient injury occurred and patient was ok post-procedure. As per pictures provided, a esheath distal tip split could be observed.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for distal tip split was confirmed through evaluation of the provided imagery. However, no manufacturing non-conformances that would have contributed to the complaint event were identified. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''during procedure, the valve was successfully implanted without issues but the esheath introducer got damaged at the moment that the commander delivery system was being removed.'' Per evaluation of imagery provided, the esheath+ tip was split. Per training manual, ''do not force sheath'' and ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification''. The presence of calcification and tortuosity in patient's access vessels can subject the sheath to suboptimal angles which can lead to non-coaxial alignment and increased interaction between the device and the vasculature that can lead the delivery system and/or valve to catch onto the tip and potentially leading to the split. Noted. Additionally, calcification can create a constrained condition during sheath insertion, where sharp nodules of calcification can interact with the sheath tip directly making it more susceptible to splits during delivery system advancement and/or removal. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the distal tip split. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.